Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion and displacement tests. The device was unable to prime at 2.5 pounds during the priming test due to faulty force sensor resistor. The insulin pump had minor scratches on the lcd window, cracked battery tube threads and broken reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call damage on the insulin pump. Customer's blood glucose level was 75 mg/dl. Customer advised they were experienced high and low blood glucose levels. Troubleshooting for cosmetic damage was performed. Customer advised the insulin pump had cracks and pieces missing at the top of the reservoir compartment. Customer advised they dropped the insulin pump on the floor which most likely resulted in the damage. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.